Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after cancelling pd treatment. The patient said there was an air detected in cassette warning during treatment, so patient became concerned and turned the cycler off and disconnected from the system. Patient indicated feeling sick to stomach and did not reset up for further treatment at that time. When patient removed the cassette there was fluid found in the pump module area and on the external part of the cassette. Technical services advised patient to let the cycler sit until time for next day treatment and try it again with new supplies. In a follow up, the patient indicated there was no harm associated with the fluid leak. The patient has been using the cycler since the leak and there has been no further issues. The cycler set is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after cancelling pd treatment. The patient said there was an air detected in cassette warning during treatment, so patient became concerned and turned the cycler off and disconnected from the system. Patient indicated feeling sick to stomach and did not reset up for further treatment at that time. When patient removed the cassette there was fluid found in the pump module area and on the external part of the cassette. Technical services advised patient to let the cycler sit until time for next day treatment and try it again with new supplies. In a follow up, the patient indicated there was no harm associated with the fluid leak. The patient has been using the cycler since the leak and there has been no further issues. The cycler set is not available to be returned for analysis.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after cancelling pd treatment. The patient said there was an air detected in cassette warning during treatment, so patient became concerned and turned the cycler off and disconnected from the system. Patient indicated feeling sick to stomach and did not reset up for further treatment at that time. When patient removed the cassette there was fluid found in the pump module area and on the external part of the cassette. Technical services advised patient to let the cycler sit until time for next day treatment and try it again with new supplies. In a follow up, the patient indicated there was no harm associated with the fluid leak. The patient has been using the cycler since the leak and there has been no further issues. The cycler set is not available to be returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.